Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm using two gore excluder aaa endoprosthesis. On (B)(6) 2012, a computed tomography angiogram revealed a possible proximal type I endoleak. No aneurysm growth was noted. The same day, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the possible endoleak. The pt tolerated the procedure.